Event description:
Surgeon states a patient reports vision problems after intraocular lens implant. The patient reports seeing dark spots in temporal visual fields. The iol remains implanted. The surgeon is monitoring the patient.